Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 35mm watchman flx laa closure device & delivery system was used. A 12,000-unit dose of heparin was administered prior to transseptal puncture. The first activated clotting time (act) was taken shortly after transseptal puncture. The act was 263 seconds at that time. While assessing the position of the wds, a small mobile thrombus was noted on the point of attachment by the core wire and device face. The decision was made to release closure device noting that a 2mm leak was present. A sentinel protection device was also in place in case of thrombus embolization. The physician attempted to aspirate the thrombus by using an aspiration catheter system and released the device from the core wire. Upon inspection of the aspiration catheter system filter, small bits of thrombus were found. The patient was awake and alert after the procedure with no complications.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (flx) with blood in the device was returned. The implant was not received for analysis. The device was visually and microscopically examined. The hub, shaft, tip and core wire were visually, tactilely, and microscopically examined. Inspection of the device revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. There were numerous kinks in the sheath. Inspection of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no implant returned.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 35mm watchman flx laa closure device & delivery system was used. A 12,000-unit dose of heparin was administered prior to transseptal puncture. The first activated clotting time (act) was taken shortly after transseptal puncture. The act was 263 seconds at that time. While assessing the position of the wds, a small mobile thrombus was noted on the point of attachment by the core wire and device face. The decision was made to release closure device noting that a 2mm leak was present. A sentinel protection device was also in place in case of thrombus embolization. The physician attempted to aspirate the thrombus by using an aspiration catheter system and released the device from the core wire. Upon inspection of the aspiration catheter system filter, small bits of thrombus were found. The patient was awake and alert after the procedure with no complications.